Event description:
Distal tip broke off in graft. Cath balloon burst circumferentially during av fistula procedure. When catheter was removed, the distal tip was missing. Pt was sent to or where the piece was removed.